Event description:
End user wrapped a sore calf with our cold pack for 20 minutes and experienced redness and a burning sensation. Cold pack used during the incident was discarded but additional samples are available from the end user for inspection. Dynarex gave her a (B)(6) acct. To use on (B)(6) 2015. During the follow up phone interview with the end user she stated that the samples were sent out on (B)(6) 2015. Follow-up interview with end user on (B)(6) 2015, user reported that she used moisturizer to treat the skin and that no medical intervention was needed. No permanent scarring or tissue damage.